Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: gel mentor memorygel breast implant 425 cc, catalog number 3504254bc, serial number (B)(4), lot number 6586049. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation revision with gel mentor memorygel breast implants 425 cc and experienced rupture on the left breast implant and a capsular contracture baker grade iii-IV on the right breast implant. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implant 550 cc, serial number (B)(4), lot number 7458198 on the left breast implant and with gel mentor memorygel breast implant 550 cc, serial number (B)(4), lot number 7378608 on the right breast implant on (B)(6) 2018. This medwatch is for the left breast implant.

Manufacturer narrative:
On 05/15/18, it was reported to mentor that the device history record (DHR) for the lot number 6584114 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/17/18, it was reported to mentor that the date of implantation was (B)(6) 2012. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/11/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained gel with clear appearance. No foreign material was observed within the device. Gel was observed on the shell surface. During visual examination, pe observed the device severely rented. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, product evaluation team was precluded from further evaluating the device. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since the device was found severely rented. However, at this point it is not possible to determine the root cause of such damage. Because mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Manufacturer¿s reference number: (B)(4).